Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump, but there were no burrs or sharp edges in the cassette area that could have punctured a cassette membrane. There were visual indications of particulates within the cassette area. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2351 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the display became operational. The cycler failed the voltage verification check. The failure was traced to 5v being out of specification. The power supply was calibrated, and the voltage verification check then passed. A pre-accelerated stress test (ast) simulated treatment was performed without any failures or problems. The internal visual inspection of the cycler identified evidence of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) to report that their liberty select cycler alarmed with an ¿m01-19 unexpected fpga reset¿ warning during step 2 of setup. The cycler was plugged into a 3-prong wall socket, and it was not plugged into a shared outlet. The patient confirmed there were no recent power outages, and an alternate power source was not being used. The patient reported that it was a recurring issue, and it was not the first time they reported encountering the alarm. The ts representative advised the patient to discontinue use of the cycler, and they were issued a replacement. The patient was also advised to notify their pd registered nurse (pdrn) of the replacement. The patient confirmed they had manual/continuous ambulatory peritoneal dialysis (capd) supplies and were trained to perform pd therapy without the cycler. They patient stated they would perform manual pd therapy if necessary. Additional information was requested, however, to date a response has not been received. There was no indication that the event resulted in any patient injury or harm. The cycler was returned to the manufacturer for physical evaluation. Upon evaluation of the cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.